Event description:
It was reported that post op of a lap gastric band procedure on the first band fill under fluoroscopy, the port was noted to be inverted with the hooks up. It was observed to detached from fascia. The hooks were deployed and there was no sign of infection. The strain relief tubing was also sliding down the tubing. The port was replaced and sutures added to secure the port. There were no other pt complications.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.